Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had over infused. This occurred during patient infusion. It was stated roller clamps on baxter primary sets do not stop flow completely. There was no patient injury or medical intervention associated with this event. No additional information is available.